Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6), reported that a rd900 neopuff resuscitator has a malfunction in the tubing and that it is no longer retaining pressure. No patient consequence was reported.